Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported sepsis, cardiac arrhythmia, altered mental status, and infection could not conclusively be determined through this evaluation. No product is available for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6)2012. The hmii IFU lists neurological dysfunction, cardiac arrhythmia, sepsis, hepatic dysfunction, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, also lists neurologic dysfunction as a potential late postimplant complication. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 as a direct admit to the advanced practice nurse (apn) heart failure service with acute decompensated heart failure and found to be in mixed septic and cardiogenic shock. Following admission to coronary care unit (ccu), he was started on vaso-actives, amiodarone for atrial fibrillation with rapid ventricular response (rvr), and broad-spectrum antibiotics (vancomycin, cefdinir, clindamycin) for sepsis. Blood cultures revealed pseudomonas. Which was treated with tobramycin. Vascular surgery was consulted for absent pulses in the affected extremity and there was no indication for acute surgical intervention. General surgery was consulted to rule out necrotizing fasciitis. Liver service was also on consult to evaluate for possible contribution of hepatic dysfunction to his altered mental status, which was ultimately favored to be due to metabolic derangements. Endocrinology provided recommendations for management of hypoglycemia. Palliative care followed and goals of care discussions occurred throughout. On (B)(6) 2020, following discussions between the care team and the patient's wife in the context of his progressive clinical deterioration secondary to cardiogenic and septic shock, a do not resuscitate/intubate (dnar/dni) order was placed in accordance with family wishes. On (B)(6) 2020, family made the decision to proceed with comfort care. The patient expired.